Manufacturer narrative:
Concomitant products: product ID dtba1q1 crtd implanted: (B)(6) 2018; 429888 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible loss of capture. It was noted that a temporary pacer had to be utilized at max pacing output. The rv lead remains in use. No patient complications have been reported as a result of this event.